Event description:
Hcp reported the device system was explanted due to lack of effect. The surgical procedure was a success. The device was returned to the manufacturer for analysis. A follow-up report will be sent when additional information is received.